Event description:
It was reported that the c-arm on the 9800 system reboots if the interconnect cable is moved. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. A replacement interconnect cable was installed. The system was found to be working as intended and placed back into service.